Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, nausea / vomiting and coughing, insomnia, respiratory illness. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, nausea / vomiting and coughing, insomnia, respiratory illness. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The information available, is a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. This report is being filed to update to a non-serious injury. If information comes back from pms stating otherwise a follow up report will be filed.